Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated while the patient was in the ICU. The physician elected to explant and replace the device since it had reached end of llife. The explant and replacement procedure took place on (B)(6) 2015. The patient was noted to be recovering in the hospital.